Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The field service egnineer (fse) found that the sample probe was dirty and replaced it. Based on the available data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with a sample quality issue. No product problem was identified.

Event description:
Here was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas pro c 503 analytical unit. On (B)(6) 2023, sample 1 had an initial ca2 result of 0.388 mmol/l. The repeat result was 2.31 mmol/l. On (B)(6) 2023, sample 2 had an initial ca2 result of 1.27 mmol/l. The doctor questioned the result and the sample was repeated. The sample was repeated twice and the results were 2.31 mmol/l and 2.30 mmol/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.